Event description:
Rn drew 1 cc of blood for blood culture. Changed needles to ensure sterile entry into culture tube. Expelled .5 cc of blood into culture vial, then pressure from tube caused needle to detach from syringe causing blood to splatter over rn, countertops and pt.